Manufacturer narrative:
Additional information received from the customer confirmed that a third party company provided maintenance service to the hospital's equipment. The device was not returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the olympus endoscope reprocessor (oer) was used to improperly reprocess the gastrointestinal videoscope. The water filter expired in 2021 and had not been replaced in more than two years, subsequently leading to the mismanagement of replacing the water filter in accordance with the instructions for use. There were no reports of patient harm, injury, or infection. Related patient identifiers: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 21 years since the subject device was manufactured. The device was evaluated by a third party and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is likely the user did not read instruction for use thoroughly, used the water filter after replacement limit period expired by management error for replacement. The event can be detected and prevented by following the instructions for use which state: chapter 7 routine maintenance 7.2 replacing the water filter (maj-824) replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below. Olympus will continue to monitor field performance for this device.